Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the maestro medium fixed duraguard was being used in a craniotomy at the user facility when the foot plate broke off the device and fell into the surgical site of the head. The hole had to be enlarged adjacent to the foot plate piece in order for the surgeon to remove it. The piece was successfully removed and the surgeon verified that there were no pieces left in the hole; a few more stitches were used in order to close the enlarged hole. There was no clinically significant delay reported with this event, and the patient did not suffer any long term consequences and went home the same day.

Event description:
It was reported that the maestro medium fixed duraguard was being used in a craniotomy at the user facility when the foot plate broke off the device and fell into the surgical site of the head. The hole had to be enlarged adjacent to the foot plate piece in order for the surgeon to remove it. The piece was successfully removed and the surgeon verified that there were no pieces left in the hole; a few more stitches were used in order to close the enlarged hole. There was no clinically significant delay reported with this event, and the patient did not suffer any long term consequences and went home the same day.

Manufacturer narrative:
During failure analysis, the reported event of a guard being broken on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. A broken foot guard can occur when excessive side load is applied to the feature. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.